Event description:
It was reported that there was a burning smell from the stenoscop system, and the system would not turn on. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified a loose wire in the mainframe that was shorting out a surge resistor and turning system off. Reterminated the wire. The system was tested and found to be working as intended and placed back into service.